Event description:
Noise reported on the rv channel in recordings stored on the device and also in the presenting iegm with the patient in office. Far-field iegm shows non-physiologic deflections intermittently. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022, the lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.